Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with shortness of breath and chest pain. It was noted that the patient's right ventricular (rv) lead was showing a low sensing threshold and possible t-wave oversensing (twos). The rv lead remains in use. No further patient complications have been reported as a result of this event.